Manufacturer narrative:
The reported events were failure to capture and insulation twisted. As received, a complete lead was returned in one piece. The reported event of insulation twisted was confirmed. Visual examination found the outer insulation was twisted throughout the lead consistent with twisting occurring at the time of procedure. The cause of the reported event of insulation twisted was isolated to twisting occurring at the time of procedure. The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during post implant follow up, the patient's right ventricular lead exhibited loss of capture. During the repositioning procedure on (B)(6) 2026, outer insulation of the lead was coiled and twisted. The lead was explanted and replaced. Patient was stable.